Event description:
In 2007, this pt was brought in for emergent care, as a result of a motor vehicle accident. The pt was found to have an intimal tear and a periaortic hematoma, just distal to the subclavian artery. A traumatic aortic transection was performed, whereby a gore tag thoracic endoprosthesis was implanted. The pt tolerated the procedure. On the following month, underwent removal of a vena cava filter and at this time it was discovered that there was a change in the configuration of the implanted stent. A computed tomography (CT) scan showed a complete collapse of the stent. Dilation of the stent was performed several times, however, it would not remain expanded. An add'l tag thoracic endoprosthesis was implanted within the existing stent and complete expansion of the stent was achieved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.